Event description:
It was reported that during a general procedure, when using the shears, it presented failure and broke in the part that has contact with the jaw. There was no serious injury to the patient. The hospitalization time was a little bit extended due to particle (piece) removal from patient and device (shears) replacement. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Received new information that the "tip" which was broken is not the titanium blade tip but the clamp arm on the device that broke. This is a not reportable event.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what pieces of the device is being referred to as the "tip"? Titanium blade, white teflon tissue pad. Did the tissue pad melt or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. The clamp arm was returned in good condition, and no issues were observed while trying to activate the clamp arm. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.